Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.1; date: (B)(6) 2010, inratio: 2.2, lab: 8.0. Per customer, pt tested at home on (B)(6) 2010 by home health nurse and observed inr =2.1. Pt had interior hip repair and leg started swelling. Retested on (B)(6) 2010 and observed inr=2.2. Leg swelling had increased. Pt sent to hospital ER. Lab inr=8.0. Testing performed within 1-1 1/2 hours of meter testing. New pt. No inr history with meter. Therapeutic range = 2.0-3.0. Hospital determined swelling was due to large hematoma. F/u from customer. Customer reports that pt's hct level was 18% when admitted to the hospital. Customer performed a small correlation study with lab: meter in question: pt1 1.5 (pt 14.8); 2nd meter: 1.2; lab: 1.5 (pt 14.3). Meter in question: pt2 1.4 (pt 13.6); 2nd meter: 1.2; lab: 1.3 (pt 12.3).

Manufacturer narrative:
Investigation pending.